Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump was returned for software error alarm. Analysis formatted history file and confirmed software error alarm due to software error. The insulin pump was received with cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received software error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the bolus amount was recorded in the bolus history. The insulin pump will be replaced and will be returned for analysis.